Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was admitted to emergency room and was hospitalized for hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2018 around 1 pm. It was reported that the customer had high blood glucose levels of 25 mmol/l and the current blood glucose level was 9.0 mmol/l. It was reported that the customer was released yesterday around 6 pm and was connected to the insulin pump. It was reported that the customer was using the insulin pump within 48 hours of reported high blood glucose event. The customer reported that they experienced symptoms related to the high blood included that were shortness of breath, throwing up and was passed out at the hospital. It was reported that the customer was treated with three bags of intravenous drip and blood glucose levels started to go down. Troubleshooting was performed. The customer was able to complete the carelink upload. It was reported the infusion set was changed eight hours before hospitalization. It was reported that the cannula was bent on the infusion set. It was reported that the customer experienced soreness in the body, noticed a there was a bubble inside the tubing. The customer was advised to remove reservoir. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.